Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the stylet/guidewire would not insert into the left ventricular (lv) lead lumen. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.